Event description:
It was reported that the patient experienced fistula, air embolism and cardiac arrest. A pulsed field ablation procedure was performed using a farawave catheter, starter guidewire, and faradrive steerable sheath. The right pulmonary vein was accessed with the starter guidewire. During this time, a push-and-pull maneuver was executed without any notable issues. However, hemoptysis was observed during the isolation of the right pulmonary vein with the farawave catheter. The procedure continued and completed without specific treatment, assuming the bleeding was due to an oral cavity cut. Subsequently, the patient oxygen saturation decreased, leading to cardiac arrest. Endotracheal intubation and pcps were immediately initiated, and cardiopulmonary resuscitation were performed. CT imaging later revealed air emboli in the cardiac cavity, ascending aorta, and head. A bronchoscopic examination also identified a pulmonary vein-bronchial fistula. The patient was transferred to the intensive care unit (ICU) and survived, but the prognosis remains uncertain. The faradrive sheath is not expected to return as it was disposed. It was further reported, a follow up on patient status was requested by boston scientific but no further information is available on patient current status.

Manufacturer narrative:
Additional information in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced fistula, air embolism and cardiac arrest. A pulsed field ablation procedure was performed using a farawave catheter, starter guidewire, and faradrive steerable sheath. The right pulmonary vein was accessed with the starter guidewire. During this time, a push-and-pull maneuver was executed without any notable issues. However, hemoptysis was observed during the isolation of the right pulmonary vein with the farawave catheter. The procedure continued and completed without specific treatment, assuming the bleeding was due to an oral cavity cut. Subsequently, the patient oxygen saturation decreased, leading to cardiac arrest. Endotracheal intubation and pcps were immediately initiated, and cardiopulmonary resuscitation were performed. CT imaging later revealed air emboli in the cardiac cavity, ascending aorta, and head. A bronchoscopic examination also identified a pulmonary vein-bronchial fistula. The patient was transferred to the intensive care unit (ICU) and survived, but the prognosis remains uncertain. The faradrive sheath is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.